Event description:
Radiology tech was placing angioseal post cardiac catheterization and wire retained post placement of angioseal. This was identified while patient undergoing stent placement one month later. Removed intact wire without incident or damage to patient.